Event description:
Police department reported they were investigating a "homicide" involving a colleague triple channel pump at hospital. The detective stated that potassium acetate plus magnesium sulfate and two other unknown medications were being infused using all three channels. The detective stated that the flow rate for the potassium acetate/magnesium sulfate was found to be programmed at twice the prescribed rate leading to the death of the patient. The detective would not release information regarding patient demographics, diagnosis, medication concentrations, ordered flow rates, amount overinfused, exact date of death, autopsy report, medical intervention, pump set up, or serial number of the device. Despite baxter quality management's efforts, the facility representative would not release any information regarding the incident.